Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 800 mg/dl, which was addressed via bolus with pump. However, customer was subsequently hospitalized due to diabetic ketoacidosis, resulting in a diabetic coma. Treatment was administered via intravenous insulin. Reportedly, the customer was released the following day with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer declined a system check with tandem technical support. Customer reverted to manual injections for insulin delivery.